Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 279, 289, 351 and 298 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/19/2024 and open vial date is 2-3 weeks. The meter memory was reviewed for previous test result history: result 1: 279 mg/dl, date: (B)(6), time: 2:39pm , fasting before lunch. Result 2: 289 mg/dl , date: (B)(6) , time: 2:34pm , fasting before lunch. Result 3: 351 mg/dl , date: (B)(6) , time: 2:19pm , fasting before lunch. Result 4: 351 mg/dl , date: (B)(6) , time: 7:25am , fasting. Result 5: 298 mg/dl , date: (B)(6) , time: 10:53am , fasting.

Manufacturer narrative:
Internal report reference number: 134516-1. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 06-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.